Manufacturer narrative:
Section a3b, gender: the customer said ¿male¿. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. No product issue was reported. However, the explant was due to the following symptoms which were observed during a post-operative visit. The patient complained of starbursts and halos at night and on rainy days. Very difficult to drive at night. Patient had difficulty with multifocality despite achieving a best-corrected visual acuity (bscva) of 20/20 post-operative examination. Their pre operative bscva was 20/30 -2. There was no incision enlargement, vitrectomy, or sutures. The patient did not seek medication outside the standard of care. It was indicated the directions for use were followed. The customer reported a delay of 2 months due to iol was explanted approximately two months later. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 10, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received dry with viscoelastic residue near one haptic. The lens was cleaned revealing a chip-like mark on one haptic. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.